Manufacturer narrative:
A ge service rep performed an on site investigation. The frame grabber board was evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported that the system intermittently would not display an image. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.